Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were damaged, distorted and stretched distally out over the distal markerband. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 38 x 2.50 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the physician noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 38 x 2.50 promus premier&#10244;rug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the physician noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.